Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a valve was attempted but not impl anted with this delivery catheter system (dcs). The valve was replaced and another transcatheter bioprosthetic valve was implanted. Following the procedure, a left bundle branch block (lbbb) occurred. Six days later an electrophysiologic study was performed and showed the hv was at 80 milliseconds (ms). A permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was reported that prior to valve implant, a pre-implant balloon aortic valvuloplasty was performed with a 40mm non-medtronic (edwards) balloon. During the valve implant procedure the first valve was partially deployed and recaptured. After recapturing, an infold was noted in the valve frame. The valve was then removed and replaced. The replacement transcatheter bioprosthetic valve was successfully implanted. Six days later, the permanent pacemaker was implanted. No adverse patient effects were reported. Additional information was received that the pre-implant non-medtronic balloon was 25 millimeters (mm) with a balloon length of 40 mm. The balloon was inflated with a syringe. The first valve was loaded one time before the attempted implant. The load of the first valve was confirmed via visual, tactile, and fluoroscopic methods. No misload was identified. The valve was partially deployed and recaptured the two times due to dislodgements. A bent strut was identified via fluoroscopy on the third partial deployment the infold was identified and described as a bent strut. The valve was then fully recaptured a third time and the system was removed. Per the physician, no patient anatomy or calcification contributed to the infold. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.